Manufacturer narrative:
One photo was received by our quality team for evaluation. From the photo, it does appear that there is an organic growth on the outside of the shippers facing the middle of the pallet. No other photos were received to show if the shippers facing outward were affect and no samples were received to confirm if the growth is mold. Thirty (30) retained units were visual inspected. No mold or foreign matter was found on the package units or dispenser. A device history record review found no non-conformances associated with this issue during production of this batch. The root cause is undetermined. The investigation did not identify conclusive evidence of where or how the shippers came in contact with mold. A probable root cause could be the temperature and humidity of the area the product was shipped to. The shipment is done via boat in a metal shipping container. There are no environmental controls in the container to prevent against condensation build up on product from the increased humidity of the area. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Received by customer with visible mold on bd box.

Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available.